Event description:
Boston scientific received information that following the implant procedure this patient had a pnuemothorax that was thought to have occurred while trying to gain access. A chest tube was inserted. No additional adverse patient effects were reported. The patient planned to be treated and eventually released.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.